Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, a computed tomography scan was performed, and it was confirmed that the balloon was deflated. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these aus underwent a thorough analysis. The components were was visually examined, and leak tested. No anomalies were found with the cuff and pump. Visual examination of the balloon revealed that there was a tear from fatigue at the adapter junction. Additionally, leak testing revealed that there was a leak due to the tear. Based on the information available and analysis results, the leak caused by the tear identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak. Lastly, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, a computed tomography scan was performed, and it was confirmed that the balloon was deflated. The aus was explanted and replaced. There were no additional patient complications reported.